Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported, left side infection. Healthcare professional, later reported, "rupture". Healthcare professional, additionally reported, capsular contracture, baker grade unknown. Patient undergone total capsulectomy. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Information contained in this report was previously submitted through asr / psr on 26-jul-2011.

Event description:
Patient reported left side infection. Healthcare professional later reported "rupture". Device remains implanted and no surgical treatment was indicated.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed broken on radius side assessed as fold flaw opening. ¿ infection: unable to observe as it is not related to the device. As per the investigation procedure, non-penetrating nicks, missing shell and patch, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported left side infection. Healthcare professional later reported "rupture." Healthcare professional additionally reported capsular contracture baker grade unknown. Patient undergone total capsulectomy. Device has been explanted and replaced.